Manufacturer narrative:
This report is being supplemented to provide a correction to a previously submitted report. Corrected field: b5 - value was incorrectly reported and was omitted from this correction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the lithotriptor, ultrasonic system power was on but did not work (it did not actuate) during a therapeutic percutaneous nephrolithotomy (kidney stone) procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation/inspection. Based on the results of the investigation, the ultrasonic system power was on but did not work (it did not actuate) could not be identified. A definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the lithotriptor, ultrasonic system power was on but did not work (it did not actuate) during a therapeutic percutaneous nephrolithotomy (kidney stone) procedure. There were no reports of patient [harm.